Event description:
It was reported that the device shows the eri status. The pacemaker was changed. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. Prior to the analysis, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated, and the memory content was inspected. The inspection revealed that the device activated the eri battery status on april 08, 2024 most likely as a result of an invalid memory content. However, the battery is not depleted. In general, the pacemaker is equipped with the ability to detect and repair invalid memory content. In case of invalid memory content in an area related to specific device data, by design the pacemaker will activate the device status eri. This does not represent a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. During the further course of the analysis the pacemaker was reset. Subsequent interrogation yielded the battery status ok. A stress test under different temperature environments was performed. The battery status of the device was as expected. In conclusion, the clinical observation resulted from invalid memory content. The root cause was not conclusively determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.